Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley. The broken piece was missing as a result of the breakage. The broken piece was approximately 0.031"x 0.247". The instrument also was found to have a dislodged cable crimp at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the permanent cautery hook instrument had a broken piece at the wrist. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no additional surgical procedure needed to remove the fragment, it was retrieved during the same procedure. The instrument was inspected prior to use and there was no damage observed. The surgeon was using the instrument for about 30 minutes prior to the break. The surgeon believes that the issue occurred due to an instrument issue while performing dissection. The surgeon noted that the instrument's movement did not synchronize with their own. There was no instrument collision during the procedure. The instrument was removed prior to the break and there was no resistance through the cannula. Upon final removal, there was no resistance from the cannula, no cannula damage, and no further instrument damage. There was no further injury to the patient and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
The permanent cautery hook instrument was transferred to the advanced failure analysis (afa) team. Afa was able to confirm the initial failure analysis findings. The instrument was reviewed by design engineering. It was noted that the yaw pulley pivot pin which is molded onto the yaw pulley was also broken off and was not returned. The yaw pulley appeared to have severe abrasion marks and a piece of the pulley was missing. The instrument was also confirmed to have a dislodged cable crimp.

Event description:
Refer to h10/h11 for follow-up information.